Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component.

Event description:
It was reported that during the procedure, the sensor wire, was observed with the sleeve detached. The procedure was completed with another guidewire. There were no patient complications reported.

Event description:
It was reported that during the procedure, the sensor wire, was observed with the sleeve detached. The procedure was completed with another guidewire. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: the sensor wire did not return for analysis, but media analysis was perfomed and it was observed that the sleeve was separate from the guidewire. With all the available information, boston scientific concludes that the reported event of sleeve detached was confirmed. These could be related to handling and manipulation of the device during preparation. It is probable that an excess of force applied to the device such as operational factors during their use could lead to cause all the damages seen on the device. All necessary inspection was performed to ensure the integrity of the device for its used. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation.